Event description:
It was reported that customer overrode suggested insulin dose on pump and accidentally delivered too much insulin, leading to low blood glucose (bg) of 43 mg/dl. Customer treated low bg by consuming glucose tablets. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer acknowledged and continued using the pump for insulin therapy.